Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. The meter is exhibiting signs of damaged display. There was no report of death, serious injury of mistreatment associated with this event.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report with be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa 17aug2007 letter.